Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that she was hospitalized with a blood glucose level of over 600 mg/dl. Her blood glucose level was treated with injections and insulin drip. The buttons on the insulin pump were hard to press. The customer's doctor mentioned that her hospitalization may be due to the insulin pump. A 911 call was made on (B)(6) 2015 prior to hospitalization. The customer was wearing the insulin pump at the time of the 911 call. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification, and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with intermittent esc, act, down arrow and up arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.